Event description:
Olympus was informed that the referenced device broke off inside the patient during an unidentified procedure after it had been used for about an hour. The device fragment reportedly was flushed out. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add¿l info regarding this report. The user facility reported that the referenced device was being used during a transurethral resection of the prostate (turp) procedure during which the loop had disintegrated. The fragments were reportedly being flushed out with an evacuator. The intended procedure was said to have been completed with an unspecified electrode. The device referenced in this report was returned to olympus for eval. The eval found the loop wire was completely detached at both distal ends with evidence of discolored charred stain at both ends. The insertion portion of the working length was found with fluid stain and discoloration upon inspection. The referenced device had been forwarded to the OEM for further eval. This report is being submitted as a medical device report in an abundance of caution.